Event description:
Customer's wife called asking about the voluntary recall notice regarding the scroll wrap feature. She was worried about the possible over delivery because customer always has low blood glucose. Customer's blood glucose is 33 mg/dl. Troubleshooting for low blood glucose was declined. Customer will call back later after recovering from the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.